Manufacturer narrative:
The architect i2000sr processing module, serial number (B)(6), was inspected and the syringe assy (7-77650-09) was found to be leaking. Service replaced the part and the issues were resolved. Issue resolution was confirmed with a passing troponin qc run. No additional discrepant result issues have been reported. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr did not identify any similar issues for discrepant results described in this complaint. Additionally, review of complaint and trending data associated with the syringe assy (7-77650-09) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any nonconformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr processing module for serial (B)(6) or the syringe assy were identified.

Event description:
On (B)(6) 2025, the customer reported having quality control (qc) issues when using the architect stat troponin-I assay. The customer noted an instrument error message of a stat pipettor aspiration error. The customer calibrated the stat pipettor and qc recovered within range. The issue was observed again on (B)(6) 2025, so the customer recalibrated the assay and qc was within range. On (B)(6) 2025, the customer noted level 1 qc result was out of range high with a value of 0.03 (range: 0.00-0.02 ng/ml). On (B)(6) 2025, the customer reported a falsely elevated architect stat troponin-I result for one patient sample. The following data was provided (reference range: < 0.04 ng/ml): sid (B)(6). At 00:17, troponin initial result = 0.40 ng/ml. At 01:23, repeat troponin result = 0.00 ng/ml. Repeat result on another architect analyzer = 0.0 ng/ml. There was no impact to patient management reported.